Event description:
It was reported that prior to stone surgery, the package was opened and blisters were found inside the guidewire packing tube, which was abandoned. The guidewire was replaced with a new one.

Manufacturer narrative:
The reported event is unconfirmed. Visual: received 1 guidewire enclosed with guidewire holder and within open packaging. Upon visual inspection no blisters or abnormalities were present along the guidewire holder as the tubing appears to be uniform. Guidewire was easily removed and loaded into holder with no difficulties. No root cause could be found because the reported event was unconfirmed. A DHR review was not required as the reported event was unconfirmed. A labelling review was not required as the reported event was unconfirmed. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to stone surgery, the package was opened and blisters were found inside the guidewire packing tube, which was abandoned. The guidewire was replaced with a new one.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.